Event description:
While troubleshooting for a check patient line alarm, a technical service representative (tsr) discovered a home patient (hp) restarted therapy using the same supplies after the alarm was cleared. The tsr advised the registered nurse (rn) to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the registered nurse (rn) reported that the home patient (hp) restarted therapy using the same supplies after clearing an alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.